Event description:
The report states the unit displayed an error code for high max pressure while delivering cardiopledgia. While giving the dose it started venting and the perfusionist had to clamp the line to stop the vent and to stop the device from giving cardioplegia. There were no patient complications and the procedure was not delayed.

Manufacturer narrative:
The reported issue was confirmed during triage. The vent valve opening during forward delivery was caused by a bad fluid level sensor. The sensor was replaced and the issue could not longer be duplicated. Additionally, the ir sensor was cleaned as it was dirty and would not display cool temps. Foot bench was broken and was replaced. Vent valve was sticking and was replaced. All testing passed post repair. There has been one incident of this failure mode with a similar root cause. Due to the low incidence rate, this failure mode will continue to be monitored for any emerging trends.

Manufacturer narrative:
Quest medical has not yet completed its investigation of this device. A supplemental report will be filed at the conclusion of this investigation. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
The report states the unit displayed an error code for high max pressure while delivering cardiopledgia. While giving the dose it started venting and the perfusionist had to clamp the line to stop the vent and to stop the device from giving cardioplegia. There were no patient complications and the procedure was not delayed.